Event description:
Treatment of a fistula. During the procedure, it was reported that the sixth implant coil prematurely detached as the physician was having a difficult time trying to reposition it due to friction in the tortuous anatomy. The coil remained in the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation and it was confirmed that the implant coil broke from the coil shell. Evaluation of the pusher assembly could not determine the cause of the event. (B)(4).